Event description:
A malfunction was reported with the pump, but no notable events had occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, which successfully resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again, and they were instructed on setting up and using the pump independently.